Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, pain, and concern with product.

Event description:
Patient reported left side "prosthesis was flat", "felt pain", "diagnosed with rupture" and concern about the breast implants. Healthcare professional reported "left side was clinically ruptured with deflation and distortion of the overall shape", "had significant inframmary fold disruption with migration of the implant down the chest wall.¿ physician also reported "nodule in the left breast"; this event is not device related. The device has been explanted and replaced.